Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested a factory reset after using meal announcements as corrective entries during the initial learning period of the ilet, which constituted an improper method and involved challenges with the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, associated with interaction through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.